Event description:
It was reported that the 25khz straight tip was being used in a tumor resection during a posterior fossa craniotomy when upon completion of the procedure, the tip was observed to be black and charred. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.

Manufacturer narrative:
The reported event a melted tip sleeve was confirmed through visual inspection. Based on a review of the device instructions for use, lack of irrigation to the tip may cause or contribute to heat resulting in a melted tip, which was confirmed by the customer. Melting of the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur; which was found on the tip covers.

Event description:
It was reported that the 25khz straight tip was being used in a tumor resection during a posterior fossa craniotomy when upon completion of the procedure the tip was observed to be black and charred. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.